Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level. Customer's blood glucose went up to 350 mg/dl. Blood glucose value was 49 mg/dl at the time of the incident. Customer received lost sensor during calibration. Customer declined to review sensor best practices (site selection, taping, calibration protocol). The customer was offered to troubleshoot for blood glucose but refused. Customer will not return the device for analysis.

Manufacturer narrative:
The information provided in date of event with the initial report was incorrect. The correct information has been included with this report.